Manufacturer narrative:
(B)(4). The customer reported lot number h14s17070; however, this lot number is not recognized by baxter. The device was not returned and the lot number provided by the customer is not recognized by baxter; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette was leaking during use. The home patient (hp) stated they had connected the patient line and noticed that it was leaking. The hp further stated that ¿there were no grooves in the luer/it was smooth,¿ and did not keep the connection together. The hp reported that they did not see any damage to the overpouch or box. The technical service representative advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.